Event description:
The doctor was treating a patient with an iridex cyclo g6, setting detailed below, on (B)(6) 2018. Note: patient had a previous treatment in (B)(6) 2017. Doctor noted during treatment they heard after about 2 of the 4 second duration, a snap/pop sound on 4 or 5 of the 16 shots and there were no markings on the eye. The patient suffered scleral burns. The doctor also confirmed the probe had not been previously used and there were no error messages on the console. The patient was being treated by transscleral cyclophotocoagulation (tscpc). Cyclo g6 settings were within the iridex recommended parameters for an iris color of dark brown: 4000 ms duration and 1250 mw power. It was reported by the doctor that the patient had a dark pigmented iris.